Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was noted that the remaining battery life decreased from 2.5 years to 11 months in just two months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Data indicates that there is sufficient reserve for the device to maintain normal therapy functions. Technical services (ts) recommended a safe replacement window of 90 days. A few weeks later, the device was successfully explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was noted that the remaining battery life decreased from 2.5 years to 11 months in just two months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Data indicates that there is sufficient reserve for the device to maintain normal therapy functions. Technical services (ts) recommended a safe replacement window of 90 days. A few weeks later, the device was successfully explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.